Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status had reached the elective replacement indicator, with a battery voltage of 2.27 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was explanted for normal battery depletion. The device was returned and initial laboratory testing noted the device was included in the shortened replacement window advisory and the low voltage capacitor advisory. The device did not pass the labeled longevity calculation. No adverse patient effects were reported.